Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.a 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Manufacturer narrative:
(B)(4). This report for a system error (se) 2240 alarm was not confirmed due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted (B)(4) center to report a system error 2240 (indicating air in the set) on the homechoice (hc) machine during dwell 2 of 4 while a patient was connected. The caregiver had already disconnected the patient, discarded the supplies, and contacted the nurse. The cause of the incident was undetermined. The proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention reported.